Manufacturer narrative:
Block d4, h4 the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 captures the reportable event of gel misplaced - non vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue implant procedure performed on (B)(6) 2023. Following the procedure, on simulation computerized tomography (CT), there was concern for rectal wall infiltration (rwi). Upon further review of the CT scan, it was confirmed there was evidence of rwi. While not definitive, it appeared the hydrogel went very deep into the rectal wall towards the mucosa. The patient experienced discomfort. Radiation treatment was initially planned as 70gy in 28 fractions, but it was noted the plan was likely to reduce to 79.2gy in 44 fractions. The patient's current condition is unknown. No further information has been obtained despite good faith efforts.